Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl is not known; however it is possible that cardiac remodeling may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the (B)(6) post-marketing surveillance reporting system, that a paravalvular leak (pvl) was observed to have worsened to severe (3+) approximately one month after the implantation of a 26mm sapien xt valve. Post procedural echocardiography showed moderate (2+) pvl. The patient was discharged on post-operative (pod) 10. Echocardiography revealed worsening of pvl to sever (3+) on pod 29 visit. Due to heart failure, the patient was hospitalized on pod 72. Heart failure improving, the patient was discharged on pod 78. On pod 134 visit, 3+ pvl was remaining. The patient's native annulus measure 21.5mm in diameter. The aortic root calcification and valve calcification were not reported.